Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the reservoir had air bubbles. Wife stated she was trying to fill the reservoir and when she removed the plunger the bottom came out and insulin spilled. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not performed and the reservoir had been thrown away. The product will not be returned for analysis.